Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 had failed and some cubies were not detected on the bus. A field service engineer (fse) found that the half height drawer had failed, with only two pockets visible. Attempts to use the hardware test application to pop out the pockets were unsuccessful. The tray was replaced with an onsite spare, where a spill was found. The fse also confirmed that the tray was shorted. Retesting was attempted, but the top and middle rows could not be detected or popped out. Subsequently, both controller boards at the back were replaced, and the firmware was updated. The unit was then tested using the hardware test application and verified with the customer, who was able to access the pockets, and the unit was confirmed to be working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station och4ne3 drawer 1 some cubies were not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.